Event description:
A screw sheared from the arm/traveller assembly of the lift. The two remaining screws are eletrophorettic black, but the broken heads has not been found. No info on pt provided by foreign reporter.